Manufacturer narrative:
Alleged condition (stopping abruptly) could not be duplicated.

Event description:
Provider alleges consumer was driving his chair out in community at approximately 5mph. Consumer alleges the unit came to an abrupt stop which allegedly resulted in patient being thrown from chair and landing on the hot concrete where he allegedly laid for 30 minutes. Patient was not wearing his lapbelt at the time of the alleged incident.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Provider alleges consumer was driving his chair out in community at approximately 5mph. Consumer alleges the unit came to an abrupt stop which allegedly resulted in patient being thrown from chair and landing on the hot concrete where he allegedly laid for 30 minutes. Patient was not wearing his lapbelt at the time of the alleged incident.